Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with an octaray, galaxy, 48p, 3-3-3-3-3, f-curve and a catheter shaft broken issue occurred. The octaray, galaxy, 48p, 3-3-3-3-3, f-curve broke while inside the patient. The catheter remained prolapsed on itself and the physician was not able to maneuver it. The catheter was pulled out of the patient and replaced. The case was continued. There was no patient consequence reported. Additional information was received. The damage did not result in wires being exposed or any lifted or sharp rings. No difficulty with insertion or removal; however, maneuvering in the chamber was impossible. The device was not pre-shaped. The device was steerable. The sheath brand and french size were not known. The patient has not exhibited any neurological symptoms since the procedure was completed. The event was assessed as MDR reportable for the catheter shaft broken issue.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 05-aug-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4),

Manufacturer narrative:
Wrong device clarification was requested as the octaray received was a different product code. Clarification was received on 07-sep-2022 correcting the product as it was stated that the product description, date, and complaint are all correct. He does not have another defective octaray in his possession. He may have mistakenly included the packaging for the catheter they used to replace the defective one. That would be the only explanation he can think of why the lot numbers don¿t match. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with an octaray, perseid, 48p, 2-2-2-2-2, f-curve and a catheter shaft broken issue occurred. The octaray, perseid, 48p, 2-2-2-2-2, f-curve broke while inside the patient. The catheter remained prolapsed on itself and the physician was not able to maneuver it. The catheter was pulled out of the patient and replaced. The case was continued. There was no patient consequence reported. Additional information was received. The damage did not result in wires being exposed or any lifted or sharp rings. No difficulty with insertion or removal; however, maneuvering in the chamber was impossible. The device was not pre-shaped. The device was steerable. The sheath brand and french size were not known. The patient has not exhibited any neurological symptoms since the procedure was completed. The device evaluation was completed on 11-jan-2023. The device was returned to biosense webster (bwi) for evaluation. A visual inspection of the returned device was performed in accordance with the bwi procedure. Visual inspection was performed and the shaft at the proximal side was observed broken, reddish material was observed in the area. The manufacturing and supplier team performed an investigation to find the root cause of the damage; however, no issues were observed that might have contributed to the reported damage, evidence of a correct assembly of the components was found; proper application of polyurethane (pu) was found around the transition (damaged area). The customer complaint was confirmed, but the root cause of the damage cannot be determined. It could be related to the usage of the device during the procedure; however, this cannot be determined. It should be noted that product failure is multifactorial. This product issue will be addressed through bwi¿s quality system. The instructions for use contain the following precaution: do not use excessive force to advance or withdraw the catheter through the guiding sheath if resistance is encountered. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).